Event description:
It was reported by the patient's father that the needle did not move forward when the pod was activated and the cannula was not visible when the pod was removed; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported. Treatment information was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived fully deployed with the slide insert fully visible through the top housing window. No damages or manufacturing defects were observed that would restrict the needle from deploying as intended. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering a total of 116 pulses. The needle mechanism was reset and redeployed successfully using the lock n load fixture. The exact cause of the reported needle mechanism failure complaint could not be determined. The exposed portion of the soft cannula was observed to be torn and shortened and was measured to be 0.7710 inches total from the nail head. The timing and cause of the observed shortened cannula could not be determined and could not be determined if the observed shortened cannula is related to the reported event.